Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complications cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This event is being reported due to the following conclusion: after the da vinci-assisted benign hysterectomy, the patient had post-operative infection at a port site. The cause and severity of the post-operative infection are unknown at the time of this report. It is also unknown what medical intervention, if any, was rendered due to the post-operative infection. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that after a da vinci-assisted benign hysterectomy procedure, the patient experienced a post-operative infection and a ¿strange bruise¿ near the port site. It is unknown how the post-operative complications were diagnosed, who specifically made the diagnosis, and when the diagnosis was made. In addition, the following information is unknown: location of the port site(s) associated with the infection, the infection source, pathogen, treatment, how the uterus was extracted, the status of the uterus at the time of extraction, the indication for the surgical procedure, the patient's bmi, the integrity of the skin prior to surgery, the method to prep the skin prior to surgery, and the length of the operation. There was no allegation that the da vinci system, instrument or accessory caused or contributed to the reported event at the time of this report. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
On 29-aug-2022, intuitive surgical, inc. (Isi) received the following additional information about the reported event from the surgeon: the post operative infections were not limited to just da vinci-assisted surgical procedures.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the following additional information about the reported event: the "bruise" mark(s) was clarified to be a subcutaneous hematoma on the right lateral abdomen and was not burnt tissue. The hematoma was thought to be possibly related to pressure against the port walls. The instruments were inspected prior to use and there were no unusual observations noted. The site's instrument cleaning and sterilization methods have not recently changed. The port incisions appeared to be of normal size. There were no issues inserting the trocars/cannulas and obturator(s). Unspecified standard settings for monopolar and bipolar energy were used with the erbe generator. The grounding pad was placed on the leg and was noted to be in an appropriate position. There were no defects on the grounding pad seen. The patient was not on any anticoagulant medication. The patient does not have any pre-existing medical condition. The patient did not require any medical or surgical intervention on the bruised area. There were no photos or video images available for review. Although cultures results were negative, the patient was started on antibiotics four days after the procedure. The surgeon believe that the infection was from inadequate vaginal disinfection by the nurses and possibly from a small hematoma from the vaginal vault. The patient's hospitalization was not prolonged due to the infection. The surgeon believed that the da vinci system, instrument, or accessory did not cause/contribute to the post-operative infection.

Event description:
Refer to h10/h11 for follow-up information.